Event description:
Resident fell over sideways in the walker and hit his head on a door knob. Resident apparently was blind in one eye and always used walker somewhat turned towards the side, meaning both hands were always on the samw rail. Resident sent to hospital and expired in 2006.